Manufacturer narrative:
Additional information was received that the patient will undergo an ipg replacement procedure.

Event description:
A report was received that the patient's ipg was not holding a charge. It was also reported that the scs was not functioning properly that possibly due to lead migration and lead fracture. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure. The physician confirmed that patient did not have lead fracture or lead migration. No device malfunction was suspected. The patient was doing well postoperatively. The explanted device was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that the patient's ipg was not holding a charge. It was also reported that the scs was not functioning properly that possibly due to lead migration and lead fracture. The patient will undergo a revision procedure.

Event description:
A report was received that the patient's ipg was not holding a charge. It was also reported that the scs was not functioning properly that possibly due to lead migration and lead fracture. The patient will undergo a revision procedure.